Manufacturer narrative:
Product was not returned to the manufacturer. The implant was discarded by the hospital. No examination could be performed. The review of the device history records did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. Several attempts were made to collect more informations on this event. From lonely information initially provided, the cause for the event cannot be determined. Based on the product history records, and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. The cause for the device implanted and explanted out is unknown. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. Root cause is unknown. If additional informations were received that may help to drawn a conclusion for this investigation . Another report will be sent.

Event description:
Mobi-c p&f us: device fell off of inserter. Only information provided: it was cervical surgery, where one implant fell of the inserter and the other one was implanted and explanted. This report concern the in and out implant . Attempts have been made and no further information has been provided.